Manufacturer narrative:
The device is not available.

Event description:
The user facility reported that the one of the brushes in the femoral canal brush came apart about 1cm down the brush head and fell into the surgical site of the patient, during a procedure. The femoral canal was washed out and irrigated using the pulse lavage system and a vent catheter as per the customer's usual technique.